Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy bleeding during periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("severe tiredness"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendonitis"), disturbance in attention ("difficulty concentrating"), loss of libido ("loss of libido"), vulvovaginal mycotic infection ("recurring vaginal yeast infections"), apathy ("apathy") and self esteem decreased ("decreased self-esteem"). At the time of the report, the menorrhagia, fatigue, musculoskeletal pain, tendonitis, disturbance in attention, loss of libido, vulvovaginal mycotic infection, apathy and self esteem decreased outcome was unknown. The reporter provided no causality assessment for apathy, disturbance in attention, fatigue, loss of libido, menorrhagia, musculoskeletal pain, self esteem decreased, tendonitis and vulvovaginal mycotic infection with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-mar-2020. The most recent information was received on 25-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy bleeding during periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("severe tiredness"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendonitis"), disturbance in attention ("difficulty concentrating"), loss of libido ("loss of libido"), vulvovaginal mycotic infection ("recurring vaginal yeast infections"), apathy ("apathy") and self esteem decreased ("decreased self-esteem"). At the time of the report, the menorrhagia, fatigue, musculoskeletal pain, tendonitis, disturbance in attention, loss of libido, vulvovaginal mycotic infection, apathy and self esteem decreased outcome was unknown. The reporter provided no causality assessment for apathy, disturbance in attention, fatigue, loss of libido, menorrhagia, musculoskeletal pain, self esteem decreased, tendonitis and vulvovaginal mycotic infection with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.